Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on the back underneath the therapy pad electrodes of the lifevest. The patient reported a history of skin irritation with nickel and that hours after being fitted with the device, she developed red bumps under both back electrodes. The patient was also diagnosed with grover's disease. A doctor advised the patient to not wear the lifevest for a few hours and prescribed fluocinonide .05% steroid cream. Follow-up indicated that the prescribed cream was helping manage the irritation.